Event description:
Complainant alleged that during biomed testing, the device was unable to increase the pacer output. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a damaged trace on a flex cable.